Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main pcb (printed circuit board) is out of electrical specification; main pcb failed active current drain. Upper and lower cases and side bail covers are broken. Battery contacts are compressed. The ring is bent. Battery drawer and battery drawer o-ring are contaminated. Encoder flex is out of mechanical specification (dented trace). (B)(4) ventricular cable is open.

Event description:
It was reported that while in use on a patient, the pace light went on, constant signal output, unable to reset device, then the screen went totally blank. The device was returned for service. The ventricular cable was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.